Manufacturer narrative:
Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: proper application of cautery is dependant, in part, upon a secure connection between the snare and the active cord as well as between the active cord and electrosurgical unit. It is also dependent upon the condition of the active cord and other equipment used with the snare. An insecure connection between these items or equipment in need of adjustment or repair could have contributed to cutting difficulties. This can result in snare removal difficulties, as reported. The instructions for use direct the user to follow the electrosurgical unit manufacturer's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If improper cautery setting were applied, this could have contributed to the reported observations. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy with polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was placed around a polyp in the right side of the colon, but the snare did not conduct current. The snare became lodged on the stalk of the polyp. Although the power supply, cautery wire and cautery pad were changed, the snare would not conduct current. Because the snare would not release from the polyp, the snare was cut and the endoscope was removed. The patient received general anesthesia and the endoscope was advanced again through the colon beside the wire of the snare that had been cut. A second snare was then used through the endoscope in an attempt to remove the first snare from the polyp, but this was unsuccessful. The second snare was used to shave portions of the polyp. This was performed until the polyp was small enough for the first snare to be released. The first snare was removed from the colon. No evidence of arcing was noted. The chunks of the polyp were removed from the colon and the endoscope was removed. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. However, the information was not provided. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurence is remote. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: proper application of cautery is dependant, in part, upon a secure connection between the snare and the active cord as well as between the active cord and electrosurgical unit. It is also dependent upon the condition of the active cord and other equipment used with the snare. An insecure connection between these items or equipment in need of adjustment or repair could have contributed to cutting difficulties. This can result in snare removal difficulties, as reported. The instructions for use direct the user to follow the electrosurgical unit manufacturer's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If improper cautery setting were applied, this could have contributed to the reported observations. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.